Event description:
(B)(4) was contacted by a nurse from (B)(6). She stated the patient received a blood glucose reading of 76 mg/dl from the contour usb. Four minutes later his wife heard him fall and found him to be unconscious. When the emt unit arrived five minutes later, they ran a blood test and received a reading of 26mg/dl. The patient required assistance from the emt. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No other details were provided. Product was not replaced.

Manufacturer narrative:
The initial reporter address was not provided.